Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, it was noted that the left ventricular lead had dislodged. The lead was capped. The patient was stable post procedure.